Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the calibration issue could not be determined without further clinical details and data log review from the field.

Manufacturer narrative:
The device was received d9 was updated. The investigation is underway once completed a supplemental will be sent.

Manufacturer narrative:
. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that following a successful implantation of an impella cp, the device alarmed for ¿placement signal low.¿ it was observed that the placement signal and left ventricular waveforms were significantly below the patient¿s blood pressure, with reported placement signal values of 7/-20 mmhg and left ventricular waveform values of -2/-100 mmhg. Ultrasound imaging was performed and confirmed that the pump was well positioned and that the left ventricle was well filled. It was reported that volume had already been administered. The physician reported that pump exchange was not indicated. Recommendations and best practices were discussed. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.